Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis with a missing battery door. During analysis, visual inspection found that the battery door was missing. It was noted that the battery door was the cause of the reported issue. Service will replace battery door to correct the reported issue regarding the battery door. No issues were found with the reported error codes on the device. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
It was reported that a smiths medical cadd legacy pump had a missing battery door. No adverse patient effects were reported.